Event description:
The MFR rec'd info alleging a "svc required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.